Manufacturer narrative:
This subcutaneous implantable cardioverter defibrillator (s-ICD) remains implanted, therefore no physical analysis has been completed. Engineering review of the device data determined that between january 5, 2022 and january 12, 2022 the patient's latitude communicator attempted to establish telemetry with this s-ICD; however, it was unsuccessful. Following this unsuccessful telemetry attempt, an atrial fibrillation (af) episode (with misaligned markers) was stored on (B)(6) 2022. On (B)(6) 2022, the latitude communicator successfully established telemetry with the s-ICD, and the stored af episodes were transmitted to the server and a corresponding red alert was triggered on the website. Analysis confirmed that this s-ICD entered an unexpected state following an unsuccessful telemetry connection with the latitude remote communicator. This device behavior is consistent with a rare phenomenon caused by a transient issue within the device's telemetry circuit following an unsuccessful telemetry connection with the latitude remote communicator. When this behavior occurs, the device temporarily operates in a state where firmware processing delays are introduced, resulting in sensed events being intermittently misaligned with the intrinsic r-wave signal. The misalignment results in irregular cardiac cycle interval measurements. The device may interpret the irregular interval measurements as atrial fibrillation and record an af episode with misaligned markers. This transient behavior was resolved following a successful telemetry connection or a device reset. In this case, a timeout reset was subsequently completed, which resolved the issue.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an atrial fibrillation (af) episode that exhibited misaligned markers. Boston scientific technical services was consulted regarding the issue and after reviewing device data they explained, this device behavior is consistent with a rare phenomenon caused by a transient issue within the device's telemetry circuit following an unsuccessful telemetry connection with the latitude remote communicator. When this behavior occurs, the device temporarily operates in a state where firmware processing delays are introduced, resulting in sensed events being intermittently misaligned with the intrinsic r-wave signal. The misalignment results in functional undersensing and irregular cardiac cycle interval measurements. The device may interpret the irregular interval measurements as atrial fibrillation and record an af episode with misaligned markers. This transient behavior also results in the device operating in a state of increased power consumption (resulting in reduced battery voltage) due to more frequent use of the telemetry module and increased firmware execution as the device searches for a successful telemetry connection. This transient behavior is resolved with a successful telemetry connection or a device reset. In this case, a successful reset was completed.